Manufacturer narrative:
It was reported to abbott, a patient was experiencing increased pain. The physician felt the s2 lead might be too deep. The patient underwent a revision where the s2 drg lead was explanted and not replaced. This port was plugged. When the physician examined the ipg and the leads entering it, port 4 lead integrity was questionable visibly (outer sheath maybe was cracked). No intervention was done to the lead because impedances were fine at the time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of three leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8562949. Common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8583640.

Event description:
Related manufacturer report number:1627487-2023-05836. It was reported that during a lead revision on (B)(6) 2023 the physician noticed one of the patient's leads unrelated to the patient's intended revision was believed to have a cracked sheath. The lead's impedances appeared to be within normal range. Therapy was restored following the intended original lead revision. Surgical intervention may be undertaken at a later date to address this issue.